Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7044627 model/catalog description: coveredge 32 surgical lead kit 50 cm. Model number/catalog number: sc-4316, batch/lot number: 23267463, model/catalog description: clik anchor. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a scab at the ipg site that led to wound dehiscence and infection at the surgical site. Symptoms were drainage and pus. The physician does not suspect it was device related but believed that the wound scab was picked by the health providers seeing her care. No device malfunction. The patient underwent an explant.